Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal set up joint (suj) due to intermittent 32100 errors. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported problem, but could confirm it via field logs. The unit was able to run 200x power cycle with no errors. Visual inspection did not find anything that could contribute to the reported problem. The unit was tested on the patient side cart (psc) fixture test platform (pftp) and passed horizontal/vertical brake, horizontal/vertical encoder and z twang tests.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, arm1 received a recoverable fault. The customer site power cycled the system and recovered from the fault before calling technical support. The technical support engineer (tse) confirmed error 32100 on arm1 in the system logs. The tse also confirmed a successful power on with no further errors. The site continued the procedure as planned. The customer site called technical support back to report that the fault on arm 1 returned and that they had tried performing multiple power cycles, but the fault persisted. The tse told the site that they could continue the procedure without the use of arm 1, but the surgeon elected to convert to open surgery. The procedure was converted to open with no reported injury.